Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right essure coil was found to be embedded in the uterine serosa just posterior to the cornu') and pregnancy with contraceptive device ('pregnant') in a (B)(6) year-old female patient who had essure (batch no. 626503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of device effect". The patient's medical history included pregnancy with contraceptive device in 2010, termination of pregnancy - elective in 2010, pregnancy with contraceptive device in 2008, termination of pregnancy - elective in 2008, iron low and parity 4 ((B)(6) 1997, (B)(6) 1999, (B)(6) 2003, (B)(6) 2005). Current weight: (B)(6) lbs. Gross description- the specimen is received in one properly labeled container with the patient's name and accession number. The specimen is designated "bilateral fallopian tubes" and consists of two fimbriated fallopian tubes ranging in length and diameter from 5.5 x 1.0 cm to 6.0 x 0.9 cm. The serosa is hot pink and smooth and one tube has a piece of coiled metal wiring projecting from the distal end. The coiled wiring measures 1.7 cm in length x less than 0.1 cm in diameter. Each tube has been serially sectioned to reveal a patent lumen. Rs2. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, herpes nos, palpitation, constipation and sexually active. Concomitant products included docusate sodium (colace) for constipation as well as diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) since 2008 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy") with rash and pruritus, 24 days after insertion of essure. On (B)(6) 2008, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/abnormal menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2008, the patient experienced pelvic pain ("severe pelvic pain / pain"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping), very intense pain "), urinary incontinence ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient experienced fatigue ("chronic fatigue/ fatigue"). In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("intense abdominal pain"), abdominal pain lower ("cramping/ lower abdominal pain"), hypotension ("low blood pressure"), complication of pregnancy ("did have a lot of complications in the beginning of pregnancy"), dysgeusia ("metallic taste in mouth"), weight fluctuation ("weight fluctuations"), back pain ("lower back pain") and uterine pain ("uterine pain") and was found to have heart rate irregular ("irregular heartbeats"). The patient was treated with ibuprofen and surgery (salpingectomy,laparoscopic (n/a) removal of essure coils). Essure was removed on (B)(6) 2019. On (B)(6) 2014, the pregnancy with contraceptive device had resolved. At the time of the report, the embedded device, abdominal pain, abdominal pain lower, hypotension, heart rate irregular, complication of pregnancy, vaginal haemorrhage, weight increased, urinary incontinence, migraine and headache outcome was unknown and the pelvic pain, dysmenorrhoea, menorrhagia, dysgeusia, vaginal discharge, dyspareunia, alopecia, fatigue, weight fluctuation, back pain, uterine pain and allergy to metals had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 7, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2014. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal pain and hypotension with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, complication of pregnancy, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, heart rate irregular, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary incontinence, uterine pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: this pregnancy case is linked to other two pregnancy episodes under essure: first pregnancy case: (B)(4); second pregnancy case: (B)(4). Plaintiff states she did not undergo a confirmation test, however it was also reported she underwent a hysterosalpingogram and was informed "everything was fine". Removal details: the left fallopian tube was grasped. The mesosalpinx was cauterized inferior to the fallopian tube along its length with the ligasure. The ligasure was then used to remove the tube from the uterus at the cornu, taking care not to incorporate the round ligament. The essure coil was found to be sticking out from the cornu. The coil was grasped and removed in entirety. The ovary, mesosalpinx, and uterine cornu were hemostatic. Date leave began: (B)(6) 2014. Date leave ended: (B)(6) 2014. Reason: terminated essure pregnancies and complications from essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: "everything was fine". Pregnancy test - in (B)(6) 2008: results: positive; in (B)(6) 2010: results: positive; on (B)(6) 2013: results: positive. Ultrasound scan vagina - on (B)(6) 2013: results: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: follow-up 9 & 10 processed together. Pfs received. New events: bladder or urinary problems or changes: difficulty holding in urine, migraines and headaches were added. New mr received. (Ird (B)(6)) new event: the right essure coil was found to be embedded in the uterine serosa just posterior to the cornea was added. Removal details of essure added. New reporters, concomitant conditions and drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.